Event description:
Mitral valve repair on 3/20. Pt coded on 3/21. During code, pt unresponsive but had carotid pulse (with questionable respirations). Bls was initiated. Nurse ambuing the pt then pt was connected to zoll monitor. Pt had complexes. Pt went asystole. Chest compressions initiated. Epinephrine given. Pt became vfib. When they tried to defibrillate pt, defibrillator did not fire because cables had not been connected. The pads had been placed early in the code and no one noticed until this time the cables were connected. Cables were then connected. Code ended shortly thereafter.